Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device would run in the locked position, made excessive noise, the wires and cable were damaged, the cutter could not be secured and there was component damage. It was further determined that the device failed pretest for cable assessment, cutter lock assessment, motor thermistor assessment, no short circuit between sensor gnd and connector body, safety assessment and noise assessment. It was noted in the service order that the device had a lock issue during an unspecified surgical procedure. It was reported that a spare device was used to complete the procedure. There were no reports of surgical delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.